Event description:
It was reported that the patient underwent a gynecological procedures on (B)(6) 2007 and (B)(6) 2010 and meshes, perigee and hydrix bovine pericardium graft were implanted into the patient. It is reported that the patient experienced pain, erosion of internal tissues, and has undergone additional surgeries and revisionary procedures. No additional information is provided at this time.

Manufacturer narrative:
(B)(4): no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
(B)(4). It was reported that the patient underwent a gynecological procedure and mesh was implanted on (B)(6) 2010 along with concurrent laparoscopic robotic assisted abdominal sacrocolpopexy, laparoscopic supracervical hysterectomy due to sui, pop, cystocele,and rectocele. It was reported that patient underwent mesh revision on (B)(6) 2011 due to urinary retention and bladder outlet obstruction. No additional information was provided. A review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.